Event description:
A malfunction alarm occurred without any notable events prior to the issue. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple daily insulin injections as backup therapy while cts arranged for the pump replacement. The customer was instructed to put the pump into storage mode and return it using a pre-paid label, and the process was understood and acknowledged.